Event description:
During procedure with the rotablator, the device was unable to maintain speed, then it stalled inside of the vessel. The flush was not running prior to putting the system into pt. When they turned the flush on, they had an embolization of air into the artery. The pt's pressure dropped to 30 and a balloon pump was inserted. Pt status post procedure was good.